Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, customer reported experiencing symptoms described as "sensations of disease (heat)". Customer was incapable of self-treating and was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.section d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report (B)(6) was deemed to be invalid upon extended investigation.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, customer reported experiencing symptoms described as "sensations of disease (heat)". Customer was incapable of self-treating and was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.